Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Unit had displayable history crc check failed on startup alarm in alarm history file. Displayable history crc check failed on startup alarms due to corrupted history files. Insulin pump was monitored and tested with no blank display, audio or beep and battery icon anomaly, unexpected restart alarm and displayable history crc check failed on startup alarm noted. No unexpected resetting time or date after changing battery noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone the insulin pump had unexpected restart alarm as well as pump error alarm. The customer¿s blood glucose level was 124 mg/dl at the time of the incident. Customer state that the pump error alarm did not occur during rewind and insulin pump passed self test. Customer state that the unexpected restart alarm did not occur shortly after inserting a new battery. The insulin pump will be returned for analysis.